Manufacturer narrative:
(B)(4). Per the manufacturer's subsidiary, the screen remained dark, the fans were repeatedly starting up and shutting down. After shut down and start up several times, the subsidiary service technician could not duplicate the problem. The screen was replaced. The suspect screen was tested at the manufacturing engineering center (mec), but the problem could not be reproduced. They checked the 5v battery, electrical connectors and downloaded log files. The customer is still using the ccm at this time. Per data log analysis, the power manager was reporting ¿nic brick #3 state change¿ multiple times going from connected and good to connected with fault. This usually indicates something is rebooting on the right network interface card (nic) (ccm location?), possible the ccm local area network / interface board (lan/if). The lan I/f was reporting ¿entering broken mode ¿ event ID: (B)(4)¿. This indicates the can line test failed which would cause the fans to start and stop as reported. Inside the ccm, the lan I/f interfaces directly with the can bus. The can lines are tested at power up and if the test fails the event ¿entering broken mode ¿ event ID: (B)(4)¿ will occur. Between the lan I/f and the nic connection is only the ccm cable. Seems like a possible intermittent issue with the lan I/f or the ccm cable.

Event description:
It was reported that the central control monitor (ccm) did not start up. No other details regarding the nature of this event were provided. Diligence for additional information is ongoing.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) did not start up. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a delay in the procedure. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
No parts returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: the perfusion team had an incident in which the central control monitor (ccm) on the advance perfusion system 1 (aps1) would not start up. The team stated that after numerous attempts to recycle the power, the screen remained dark, but the fans were starting up and circulating. The perfusion team's decision was to change the entire heart lung machine (hlm) to a different hlm. This changing of the hlm and disposables did caused a slight delay, but the procedure was completely successfully without blood loss nor any reported harm. The manufacturers subsidiary initially investigated the incident by first replacing the screen with another screen, and the original one was investigated in the (B)(4) office, but reproduction of the incident could not be done. He also could not verify the incident at the site on the original base. After discussions among manufacturers technical support, regarding the log report it was determined that there was a functional failure of controlled area network (can) via the power manager.